Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have an alarm during device start up that displayed a red screen and showed error code 45635. The cause of the customer reported problem was the main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, and assembled the device and tested, and no further issues were noted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was showing error 45635. There was no patient involvement. The issue was discovered during pre-testing.